Event description:
Procedure type: lap colectomy. According to the reporter: reload cannot fire on tissue. Pt involved without injury. No reinforcement material was used.

Manufacturer narrative:
(B)(4).